Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile 550cc saline prosthesis, catalog: 3502550, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. Physician confirmed deflation on (B)(6) 2018. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 11/7/2018. In addition to the deflation previously reported, ptosis was also noted. The device was explanted on (B)(6) 2018. Bilateral mastopexy and prosthesis replacement with mentor smooth round moderate plus profile 400cc was performed. The right prosthesis was filled to 450ccs. There were no complications and the patient was brought into the recovery room in stable condition. The evaluation of the returned device was completed by the failure analysis lab on 11/25/2018. Device evaluation summary: it was reported that a 31-year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. Ptosis was later noted. Upon receipt by mentor, the device contained no fluid. Red, white, and yellow material were observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm within a crease on the posterior aspect. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, white, and yellow material found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).